Event description:
It was reported that a part of the cuff blocked in the wall of the cannula, rendering it unusable. The problem was discovered when they were about to change the patient's old cannula during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. During visual inspection it was identified that a portion of the cuff was stuck to the tube. Occluded/blockage¿ was not confirmed, however cuff sticking was confirmed. The root cause is that this type of condition can be generated during air extraction in the product leak test, excessive air extraction could cause the cuff to get stuck/adhered. The device history review of the reported lot number found no non-conformities during the manufacturing process.